Event description:
The reporter states that the customer felt hypoglycemic and he tested her and obtained blood glucose comparisons with results 250mg/dl, 115mg/dl, 600mg/dl, and 71mg/dl on the accu-chek advantage system. The results were obtained within 10 minute timeframes. The customer treated herself by eating ice-cream and drinking coke. The customer felt better after treatment. No adverse event reported. New system sent to customer and return requested.